Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate mode switch due to noise oversensing on the right atrial (ra) lead. The physician elected to explant and replace the lead. The patient condition was stable.